Manufacturer narrative:
The user interface (ui) assembly was returned for failure investigation. Visual inspection of the ui assembly revealed no evidence of damage or contamination. The ui assembly¿s touchscreen was tested, no functional failures were identified.

Manufacturer narrative:
Report date: 22sep2021.

Event description:
The customer reported that the ventilator screen locked up and did not allow the parameters to be changed during set up. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the user interface assembly. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomalies were reported.